Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The >90% stenosed target lesion was located in the left anterior descending artery (lad). The 4.0 x 16mm liberte bare mr stent delivery system was advanced, but was unable to cross the lesion. It was noted that the stent "got lifted." The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: over 18 years. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).